Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture, capsular contracture baker grade I, and "benign nodule" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell and orientation dot assessed as inconclusive (shell thickness within specification) lump/nodule-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell.

Event description:
Healthcare professional reported right rupture, capsular contracture baker grade I, and "benign nodule" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device.

Event description:
Healthcare professional reported right rupture, capsular contracture baker grade I, and "benign nodule" (non device related). The device has been explanted and replaced.

Event description:
Healthcare professional reported right rupture, capsular contracture baker grade I, and "benign nodule" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.